Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a decrease in estimated flow to parameters below normal operating range. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection functional testing, but failed dimensional verification due to a deviation in the rear housing disc curvature. Per internal investigation, this deviation in the rear housing disc curvature is not expected to impact pump performance. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the low flow alarms is an occlusion due to thrombus formation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis, platelet dysfunction, and bleeding, either perioperative or later. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient called stating he was receiving low flow alarms, flows at the time were 1.7lpm; blood pressure was normal. The patient was instructed to go to the local emergency department where he was given 500ml fluid bolus with no change in his flows. There were no signs or symptoms of heart failure. The patient was transferred to another facility. The patient was admitted to the hospital. The ventricular assist device (vad) was interrogated "upon arrival pt with appropriate peak and trough but appearance was different than before. Camel shaped waveform. Suboptimal flow 2.2lm. Ldh 300 at [the facility]." The patient reported darker urine, but denied urine appearing coke colored or bloody. The pump sounded "abnormal". A stat echo revealed a completely thrombosed pump, no flow through the inflow cannula with color contrast. "It was decided that the pump was to be turned off as the patient was deemed stable. Treating patient currently like he is in heart failure". The patient remained stable at this time without inotropic support. The patient has "borderline factor 5 leiden" and is prothrombotic. The patient recently had an operation to remove a tubular adenoma for which he was instructed to hold warfarin sodium and asa x 1 week prior, and no heparin bridge. Post operatively of the adenoma the patient was bridged with a prophylactic dose of enoxaparin, not a therapeutic dose. At last report the patient remained hospitalized and upgraded to 1a status for transplant. No additional information provided. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities such as factor 5 leiden, and pharmacological factors such as subtherapeutic anticoagulation medication are possible contributing factors. Factor v leiden is a mutation factor v, this mutation can increase the chance of developing thrombophilia, (usually in veins).